Manufacturer narrative:
Updated sections: d4 (expiration date, and unique identifier (UDI) number), h4 (device manufacturer date), and h6 (type of investigation). Corrected sections: d6b: (if explanted, give date-valve was not explanted), and h6 (investigation conclusions).

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Of note, this pericardial mitral valve was initially used off label as it was implanted in the tricuspid position. Per the instructions for use (IFU), "the carpentier-edwards perimount magna mitral ease pericardial bioprosthesis model 7300tfx is indicated for patients who require replacement of their native or prosthetic mitral valve." The subject device is not available for evaluation as it remains implanted in the patient. Based on the available information, a definitive root cause could not be determined. However, this event was most likely impacted by the progression of the patients underlying valvular disease pathology with svd. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve, implanted in the tricuspid position, underwent a valve-in-valve after an implant duration of three years, four months due to degeneration, thickened leaflets, stenosis, and regurgitation. The patient presented with chf and nyha class ii-iii. The ttvr was performed with a 29mm 9600tfx valve without complications.